Manufacturer narrative:
This supplemental report is being submitted to include a malfunction event that was originally included within MFR report # 0001831750-2021-00767 as an investigation into this said event determined the device was experiencing a different issue than initially reported. This report now summarizes 4 malfunction events.

Event description:
This report summarizes 4 malfunction events, where it was reported that there was reduced/inadequate brake force, the brakes unexpectedly disengaged, or the steer mechanism was difficult to engage/disengage. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. There was no remedial action taken. These devices are not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported that there was reduced/inadequate brake force. There was no patient involvement.